Event description:
Customer states, the use by date on the comfort curve test strip vial label is 10/31/2008; manufacture's batch record confirmed the actual use by date to be 10/30/2004. No adverse event reported. Requested return of product, replacement sent.